Manufacturer narrative:
Corrosion was noted within the device. The device was not returned to the user facility; it is not repairable once it is disassembled.

Event description:
A micro drill medium straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.